Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that neither the rep nor the physician moved the leads. It was reported that the distal end of the leads had partially pulled out of the wens and those ends were placed back into the wens. The patient was reprogrammed and continued to received good stimulation. No further complications are anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient stopped feeling stimulation. The manufacturer representative was assisted in resetting and replacing the leads before the call. The patient was unable to increase the stimulation beyond 0.1 and 0.2 ma. It was reported that the patient¿s leads ¿had moved down a fair amount". The manufacturer representative was able to reprogram and recapture the patient¿s pain. No further complications are anticipated.